Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an episode was appropriately detected by the implantable cardioverter defibrillator (ICD) in the ventricular fibrillation (vf) zone, and anti-arrhythmic pacing therapy and six defibrillation shocks were delivered. Review of the episode data showed that less than the programmed or no high-voltage energy was delivered for all six shocks, and the arrhythmia was not successfully converted. The patient underwent prolonged resuscitation and required external defibrillation with subsequent hospitalization in the intensive treatment unit with ventilation support. Clinical data review was performed and noted that short circuit protection (scp) was triggered during the six high-voltage therapies resulting in the less than programmed or no high voltage energy being delivered, and following the scp events a lead noise warning and lead integrity alert (lia) were triggered for high rate non-sustained episodes and sensing integrity counter (sic). While sic was high, the data showed that the oversensing all occurred on the day of the event and started incrementing after the vf episode. Alerts were also triggered for low out of range (oor) right ventricular (rv) lead defibrillation impedance as well as high/undefined oor pacing impedance following the shocks. It was also noted that stored electrograms (egm) showed periods where both egm channels appeared to abruptly flatline, however the following day when the device was checked, pacing and sensing markers had appeared normal with no pacing or sensing issues detected on real-time egm or surface electrocardiogram (ECG). Additional review of the clinical data indicated that there was an apparent drop in battery voltage following the high-voltage therapies, and it was determined that the provided data indicated that an internal device issue was likely responsible for the change in battery voltage measurements and scp events. The clinical data also suggested that the observed egm distortion/flatline, high oor pacing impedance, and low oor defibrillation impedance measurements following high-voltage therapies were suggestive of potential device damage after high-voltage therapy delivery. It was later reported that the patient passed away four days after the vf episode.

Event description:
It was further reported that prior to the patient's death, treatment was withdrawn as it was decided that life-sustaining treatment was not in the patient's best interest.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indic ated noise. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in body t issue/fibrotic growth. Analysis of the device memory indicated noise. Analysis of the device memory indicated oversensing due to no n-physiologic signals/sensing integrity counter. Visual analysis of the lead indicated apparent explant damage. The analyst noted all electrical testing was within specified parameters. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.